Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4).

Event description:
The customer reported, the system is locking up and problems with booting. No pt injury was reported.